Event description:
On (B)(6) 2004, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6), 2012, another contralateral leg was placed to address a type iii endoleak. The pt tolerated the procedure, and the endoleak was resolved.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.